Event description:
Monitor on crash cart would not work properly. Cables were hooked up but nothing was showing up on the monitor screen. AED pads were changed out and still nothing was showing on monitor. Pt was in cardiac arrest at time of equipment failure.